Event description:
It was reported that the handpiece began overheating during an impacted wisdom teeth procedure. The case was continued with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the initial investigation details the reported condition of the device overheating during usage could not be duplicated. A follow-up report will be submitted if the final results of the quality investigation require one.